Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported that there are multiple instances where micro-bubbles have been observed in the tubing, resulting in the staff being unable to flush during ablations. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model mx9968 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text: see h10.

Event description:
It was reported that 110 in 15 drop IV administration set had air in the line. The following information was provided by the initial reporter: material no: mx9968; batch no: unknown. It was reported that there are multiple instances where microbubbles have been observed in the tubing, resulting in the staff being unable to flush during ablations.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 110 in 15 drop IV administration set had air in the line. The following information was provided by the initial reporter: material no: mx9968 batch no: unknown. It was reported that there are multiple instances where microbubbles have been observed in the tubing, resulting in the staff being unable to flush during ablations.